Manufacturer narrative:
Ntaneous case was reported by an other health professional and describes the occurrence of device breakage ("can see trailing coils and can see material inside of coils/ looks like a long piece of metal with black line") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and medical procedure ("patient having a procedure with essure in"). On (B)(6) 2017, the patient underwent device breakage (seriousness criterion medically significant) and medical procedure ("patient having a procedure with essure in"). At the time of the report, the device breakage and medical procedure outcome was unknown. The reporter provided no causality assessment for device breakage and medical procedure with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of suspicion of device breakage ("can see trailing coils and can see material inside of coils/ looks like a long piece of metal with black line") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On (B)(6) 2017, the patient had a suspicion of device breakage (seriousness criterion medically significant) during a medical procedure ("patient having a procedure with essure in"). At the time of the report, the device breakage and medical procedure outcome was unknown. The reporter provided no causality assessment for device breakage and medical procedure with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.